Event description:
It was reported that "on the (B)(6) 2023 the catheter was found to be leaking during use on the patient." There was no reported patient harm or consequence and they were reported as fine post procedure.

Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however the customer provided one video for analysis. The complaint of a juncture hub leaking was able to be confirmed by the video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a leaking catheter was confirmed by visual inspection of the customer supplied video. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on the (B)(6) 2023' the catheter was found to be leaking during use on the patient." There was no reported patient harm or consequence and they were reported as fine post procedure.

Manufacturer narrative:
(B)(4)